Event description:
It was reported that the ilet user recently switched to a new infusion set (inset) and experienced difficulty connecting the site, deploying several sets incorrectly by not retracting the applicator; assistance was provided, and proper supply change steps were reviewed, after which insulin delivery resumed on the ilet. Symptoms included hyperglycemia, with a reported value of 183 mg/dl due to delay in therapy. Outcomes included no alarms, no adverse clinical effects requiring medical intervention, and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed user technique error leading to an incorrectly deployed infusion set, which resolved with guided re-education and correct application. It was concluded, based on previously established findings for similar reports, that the cause was user error related to handling and application technique.